Event description:
It was reported that pump displayed malfunction alert with code 12, and no unusual events occurred beforehand. There was no adverse impact to the customer's blood glucose level. Technical support provided reset instructions, assisted customer with resetting pump, confirmed that alert did not recur after reset, and advised customer to continue using pump and call back if any further malfunction alerts appeared.